Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Blood glucose values were not reported. Prior to the hospitalization it was stated that she has other problems and diseases, but, did not elaborate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.